Event description:
It was reported that the battery depletion of this device was suspected to be inappropriate. A decrease in the battery's longevity of one year remaining was observed, which occurred within six months time, as the previous device check showed two years remaining. A technical service's consultant reviewed data via latitude (remote monitoring system), which confirmed premature battery depletion, and device replacement was recommended. This device remains implanted and in service. No adverse patient effects were reported.